Manufacturer narrative:
(B)(4). Batch # t5d969. Additional information received: can you please clarify how much the incision was enlarged by? Unk. Did enlarging the incision change the surgical procedure (e.g. Conversion to an open procedure) ? No. You have stated that the "patient is stable and in hospital now.", however, was the patient's hospital stay extended beyond what is typical for this procedure? If yes, how much longer was the patient's hospital stay extended by? Unk. Investigation summary: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic radical gastrectomy for distal gastric cancer, when did the anastomosis of remnant stomach and jejunum, after fired, the tissue only with good cut line, but without staples, the donuts were complete and also no staple in the donuts, the washer was cut off. Checked the cartridge, also no staple. Enlarged the incision, considering safety, the surgeon used another brand's product to complete the surgery, the surgery delayed about 30 minutes. The patient is stable and in hospital now.